Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that the device did not operate correctly. No further information was available. Complainant did not indicate that there was any patient involvement in the reported malfunction. Please reference medwatch report 1220908-2018-03791 for a similar event reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report of a problem was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating any device malfunctions. The device was recertified and returned to the customer. No trend is associated with reports of this type.